Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that the half moon connector in the battery clip had rotated to an unusual position possibly due to a loose threaded connector. The hospital provided the pt with another set of battery clips with no further issue.

Manufacturer narrative:
Two 12 volt sla battery clips were returned to the MFR for eval. For analysis purposes, the battery clips were labeled as battery clip #1 and battery clip #2. The release tabs of both battery clips functioned as intended when depressed with no battery inserted. It was also verified that when a test battery was inserted, each battery was properly seated into each clip and could be removed by pressing the release tab. Further inspection of battery clip #1 revealed that the threaded nut could easily be unscrewed by hand; however, the lemo connector was intact and functional. Examination of the battery clip housing revealed that the threaded connector was loose and the presence of loctite adhesive on the threads could not be confirmed. Inspection of battery clip #2 revealed that the threaded connector was intact and functional; however, the lemo connector was not properly seated and aligned within the socket and it appeared to have been rotated consistent with the reported event. Examination of the threaded nut of battery clip #2 revealed that is was properly secured in the spring mount. The report of a loose battery clip threaded connector is currently being addressed through the MFR's corrective/preventive action system and an urgent medical device recall (2916596101409-001r) has been issued. No further info is available. The MFR is now closing its file on this event.